Event description:
It was reported that during a laparoscopic bullectomy procedure, the knife did not return to the home position and the jaws did not open though the firing trigger was grasped firmly several times after the 4th firing. Eventually, the device was released with the manual knife reverse switch and the jaws opened. The target tissue was cut and stapled as intended. There was no damage on the tissue after the device was released. The target tissue was regular. There was no unexpected resistance in closing and firing. There was no unexpected noise. The device might have been fired across an existing staple line. The triggers and buttons returned to their home position after removing from the patient. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Jammed knife the analysis found that the sc60a device was received with the closing trigger and anvil in the opened position. One ecr60b cartridge reload was present. The cartridge reload was received fully fired. In addition, several distorted staples were found lodged between the anvil and the knife wings, resulting in the firing mechanisms jamming. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Firing the device with a clip in the jaws can jam the firing mechanism resulting in the device not opened. The staples were removed and the device was tested for functionality in the articulated position with a test cartridge reload. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.